Event description:
The cardiologist attempted arteriotomy closure using a techstar xl 6 f device. When deploying the device, the anterior needle stalled inside the barrel. The posterior needle stalled against the barrel. Needle backdown was partially successful. The posterior needle partially backed down and the anterior needle appeared to be curled over on itself. Both needles were located with the aid of fluoroscopy and pulled out of the sheath. A sheath was inserted and closure achieved with manual compression. The pt recovered without incident.